Manufacturer narrative:
The reported complaint that the autopulse platform (s/n (B)(4)) displayed "system error, out of service, revert to manual CPR" was confirmed during functional testing. The platform's archive data was corrupted and could not be downloaded. The platform and diagnostic service pc were able to communicate momentarily, and apvision3 software confirmed a system error 136 (internal parameter corrupted). The root cause of the system error was the defective processor board, likely due to the aging of the device. The autopulse platform was manufactured in june 2009 and is over 13 years old, well beyond its expected service life of 5 years. Upon visual inspection, the front enclosure was observed cracked with breakages around the screw fittings, unrelated to the reported complaint. The observed physical damages could be the characteristics of harsh impacts due to user mishandling and neglect. No documented report was found showing that preventative maintenance (pm) was performed since the customer acquired the device in 2009. During further inspection, it was noted that the driveshaft clutch was sticky, unrelated to the reported complaint. This is usually caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the surface of the clutch rotor, attributed to wear and tear. The impact of the sticky clutch was not severe enough to make the platform non-functional. The clutch plate was deburred to resolve the problem. The archive data could not be downloaded as the parameters in backup memory (non-volatile ram) had been corrupted due to the defective processor board. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" displayed upon powering up the device, confirming the reported complaint. Technical investigation revealed that the root cause of the system error was the defective processor board, which was replaced to remedy the fault. Subsequently, the autopulse platform successfully passed a 15-minute run-in test using a large resuscitation test fixture (lrtf), equivalent to a 250-pound patient. Following service, the autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(4).

Event description:
During patient use, the autopulse platform (s/n (B)(4)) displayed "system error, out of service, revert to manual CPR". The crew replaced the lifeband and tested the platform with several batteries, but the issue persisted. There was no adverse effect on the patient.

Event description:
During patient use, the autopulse platform (s/n (B)(6)) displayed "system error, out of service, revert to manual CPR" upon powering up. The crew replaced the lifeband and tested the platform with several batteries, but the issue persisted. There was no adverse effect on the patient.